Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time, it states that patient received shock yesterday due to what appears to be oversenign of atrial pacing spike and had lss in past due to high atrial pacign impedance. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).